Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank and the insulin pump had a weak battery alarm. Blood glucose value was 356 mg/dl; treated with manual injection. She stated that the display was not blank for less than 30 seconds and was not currently blank. She stated that the battery cap was not damaged or corroded. She was advised that not using the recommended battery type would shorten the battery life. The customer would monitor the insulin pump and call back if issue recurs.